Event description:
At one day post-implant, an increase in threshold and exit block were observed. Physician decided to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.